Event description:
Procedure: whipple. According to the reporter: the jaw of the sulu was closed very firmly. The staples were fired and the tissue was cut. The surgeon could pull back the black knob, but the jaw did not open. A second stapler was used to resect the instrument.

Manufacturer narrative:
.